Manufacturer narrative:
The photo provided by the customer shows separation from the vinyl tubing to the male luer. Blood was observed all over the bed mattress from the leaking set. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the customer which states, "this patient was receiving chemotherapy oxaliplatin through an alaris infusion device when he woke up and found his tubing inadvertently disconnected, abnormally at a usually contiguous site. Due to this disconnection and loss of pressure from the infusion, blood was backing up from the patient's implanted venous access port. The patient called out and the nurse found chemotherapy running on the floor and approximately 30ml of bloody solution on the patient and bed, from the patient-end disconnection. The nurse immediately stopped the IV pump from infusing oxaliplatin and d5w onto floor. The chemo tubing going into the male adapter that was attached to the closed system transfer device had completely come out of the male adapter. Approximately 50-75ml of clear liquid was on the ground from the drug-end disconnection. This required a chemotherapy spill clean up protocol. The patient's oxaliplatin had to be made again since line and bag was exposed. While there was no significant clinical impact to the patient as a result of the event, this is a recurring problem we have been experiencing with the infusion tubing from alaris bd. Efforts to mitigate the occurrence of tubing disconnection issues have not been successful." There was no report of lasting harm. The customer later reported that due to the tubing separation the patient required the nurse to stop the blood from backing out of the patient's central line. There was no lasting harm caused to the patient due to the event.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical product: implanted venous device. (B)(6).

Event description:
Received a copy of the customer's medwatch report from the customer which states, "this patient was receiving chemotherapy oxaliplatin through an alaris infusion device when he woke up and found his tubing inadvertently disconnected, abnormally at a usually contiguous site. Due to this disconnection and loss of pressure from the infusion, blood was backing up from the patient's implanted venous access port. The patient called out and the nurse found chemotherapy running on the floor and approximately 30ml of bloody solution on the patient and bed, from the patient-end disconnection. The nurse immediately stopped the IV pump from infusing oxaliplatin and d5w onto floor. The chemo tubing going into the male adapter that was attached to the closed system transfer device had completely come out of the male adapter. Approximately 50-75ml of clear liquid was on the ground from the drug-end disconnection. This required a chemotherapy spill clean up protocol. The patient's oxaliplatin had to be made again since line and bag was exposed. While there was no significant clinical impact to the patient as a result of the event, this is a recurring problem we have been experiencing with the infusion tubing from alaris bd. Efforts to mitigate the occurrence of tubing disconnection issues have not been successful." There was no report of lasting harm.